Event description:
The product was used during a low anterior resection procedure. Reportedly, the instrument misfired. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/01/1999-supplemental report sent to FDA. Additional info entered in d-9 (product return date). Device eval indicated in h-3 and eval codes entered in h-6.